Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure (whiteout) was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the whiteout was due to a failure of electric components in hot water. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a whiteout image. The issue occurred during a diagnostic colonoscopy, which was completed with a similar device. There was no patient harm.